Event description:
"Baxter colleague pump was programmed incorrectly. Total volume was 180cc. The pump was programmed at 4cc instead of 9cc with volume of 100cc. No injury noted to patient". The pump was being used for amicon drip, concentration of 20mg in 100ml, 180ml bag. According to the risk manager, the infusion was programmed incorrectly at a rate 4ml/hr and a volume to be infused (vtbi) of 100ml, instead of the intended rate of 9ml/hr and a vtbi of 180ml. No patient injury or need for medical intervention had been reported. Though requested by baxter, no additional information was provided regarding the patient's diagnosis and status, infusion mode used, the pump's serial number, and set up or programming of the pump.